Event description:
A us distributor contacted zoll to report that a patient fell and landed on the monitor. The fall was not caused by the lifevest. Patient reported bruises and bleeding cuts from the fall. There is no indication that the patient received medical intervention. Outcome of the injury is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.